Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of 2500 ohms through the device. On the pacing system analyzer (psa) the impedance measurements were 1800 ohms. Troubleshooting was performed, and the lv pacing vector was reprogrammed with normal lv impedance measurements. No adverse patient effects were reported. The device remains in service.